Manufacturer narrative:
Insulin pump received with blank display due to moisture damage at electronic assembly. Also, moisture damage motor during visual inspection. Unable to perform operating currents, self test, rewind test and displacement test due to blank display.

Event description:
The customer reported via phone call that insulin pump was exposed to moisture. The customer¿s blood glucose level was 121 mg/dl at the time of incident. Customer reports there was fluid under the lcd display. The customer was advised the insulin pump has to be replaced and revert to back-up plan per health care provider's instruction. The product will be returned for analysis.